Event description:
Agfa is submitting this MDR on (B)(4) 2013. Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on (B)(4) 2012 describing this issue. This is the 18th occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service, but with a different site. The site' s application analyst reported to agfa that the clinical end users were unable to upload ultrasounds to the cart. Users were reporting there was no space on the server at the site's (B)(4) location. Agfa¿s investigation revealed that at the site, dicomstore, after processing an image was configured to forward images to forward a and forward b. Forward a is functioning as configured. In this particular case the path way to forward b was typed incorrectly and images could not be forwarded. When images cannot be forwarded they remain in the folder until they have a destination which resulted in ¿no space¿. Dicomstore was correctly configured and the images started to forward with the issue resolved. There was no potential for data loss as all the images were forwarded to folders a and b creating redundancy. There have been no reports of patient harm. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in (B)(4) 2008. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # is z-2252-2012.